Manufacturer narrative:
No product was returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully and resume insulin delivery.